Event description:
A patient called requesting medical information and reported adverse events. The patient had three cypher stent's placed for 100% blockage of the left anterior descending artery. After stent placement a perforation of the vessel wall occurred due to manipulation with a guideliner support catheter and a fourth cypher had to be placed. The event resolved. Approximately eight months post index procedure, the patient experienced upper back pain, described as pain between his shoulder blades. No treatment was reported. Event ongoing. No further information obtained. A 6-french 3.5 xb-guiding catheter was advanced to the ascending aorta. The left main coronary artery was engaged. A 014 whisper wire was successfully advanced across the subtotally occluded proximal lad and into the distal occluded lad. The proximal lad was pre-dilated with a fire star balloon. Following the fire star balloon dilatation, the 2.5 x 13mm cypher stent was prepped, positioned, and deployed across the proximal lad stenosis. Next, an angiography revealed a high-grade distal lad and this was approached with a guideliner support catheter to facilitate passage of a stent across the proximal stented lad stenosis. The proximal lad was heavily calcified and somewhat angulated, and it was anticipated that there would be difficulty passing a stent distally. This proved to be the case and a guideliner was required to facilitate passage of a 2.25 x 13mm cypher stent to the distal lad. The stent was deployed but angiography during the pre-deployment positioning of the distal lad stent and after deployment of the lad stent revealed a perforation of the lad that appeared to have been caused by the guideliner manipulation close to the proximal lad stent.

Manufacturer narrative:
A patient called requesting medical information and reported adverse events. The patient experienced a coronary artery perforation after placement of a cypher stent. The patient's medical history is significant for hyperlipidemia, atrial flutter and coronary artery disease. The indication for the procedure was angina. The target vessel was the proximal and distal left anterior descending artery (lad). The proximal lad was described as 100% blocked and a high grade stenosis in the distal lad. A 6-french 3.5 xb-guiding catheter was advanced to the ascending aorta. The left main coronary artery was engaged. A 014 whisper wire was successfully advanced across the subtotally occluded proximal lad and into the distal occluded lad. The proximal lad was pre-dilated with a fire star balloon. Following the fire star balloon dilatation, the 2.5 x 13mm cypher stent was prepped, positioned, and deployed across the proximal lad stenosis. Next, an angiography revealed a high-grade distal lad and this was approached with a guideliner support catheter to facilitate passage of a stent across the proximal stented lad stenosis. The proximal lad was heavily calcified and somewhat angulated, and it was anticipated that there would be difficulty passing a stent distally. This proved to be the case and a guideliner was required to facilitate passage of a 2.25 x 13mm cypher stent to the distal lad. The stent was deployed but angiography during the pre-deployment positioning of the distal lad stent and after deployment of the lad stent revealed a perforation of the lad that appeared to have been caused by the guideliner manipulation close to the proximal lad stent. The patient remained asymptomatic; an echocardiogram was performed and revealed no pericardial fluid despite a large myocardial and periadventitial blush. The proximal lad stent was ballooned followed by the placement of a 2.5mm x 18mm cypher stent proximal to the ostium of the previous stent and overlapping. Following deployment of the stent, prolonged balloon dilation was performed at the overlap of the two stents. Following this there still appeared to be an obstructive lesion in the originally implanted proximal lad stent, therefore a third 3.5mm x 8mm cypher stent was then implanted. The patient continued to be monitored and after approximately thirty minutes there was no evidence of perforation except for residual myocardial blush. Angiomax was restarted; the patient was given plavix and transferred to the intensive care unit for monitoring. The event resolved without further sequel. The sterile lot numbers for the devices are unknown therefore a device history report review could not be performed. Coronary artery perforation is a known potential complication associated with implanting coronary artery stents. Perforation may occur as a result of guidewire advancement, balloon advancement or balloon inflation and or stent implant. Review of the information provided suggests that lesion characteristics (heavy calcification) and/or procedural factors involving the guideliner support catheter may have contributed to the reported event. There is nothing to suggest that there is a design or manufacturing related issue and no corrective action is necessary.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.